Manufacturer narrative:
Product ID 377775, lot# n0039786, implanted: 2005 (B)(6), explanted: 2013 (B)(6); product type lead product ID 377775, lot# n0039786, implanted: 2005 (B)(6), explanted: 2013 (B)(6); product type lead product ID 8840, serial# unknown; product type programmer, physician. (B)(4).

Event description:
It was reported the patient was implanted on 2005 (B)(6) and the device did work for a few years. Several years later, the patient began having problems with their system and stopped getting any sort of therapy in 2013. They met with their manufacturer representative in 2013 who ¿tried to do some things with the clinician programmer¿ however, it would not read the device. As a result the device was explanted on 2013-05-16 due to a ¿malfunction unit¿. The patient now has pain in their lower extremities, buttocks and low/middle back. The patient has had multiple surgeries prior to being implanted and as a result has a lot of scar tissue. The patient is now discussing having another system implanted with their health care provider (hcp).